Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 7.491mg/day via an implantable pump for spinal pain. It was reported personal therapy manager (ptm) showed code 8286. Code was reviewed and meant empty reservoir. It was noted that patient was due for a refill and refill was missed. It was stated patient's refill date was saturday ((B)(6) 2017), but stated the pump always has "a week left" in it every month so the healthcare professional (hcp) decided to reschedule patient's refill for thursday ((B)(6) 2017). It was also stated that patient used ptm less this month. It was confirmed patient has not been able to use ptm since saturday ((B)(6) 2017). Patient was redirected to hcp for refill and it was reviewed seeking appropriate medical attention as needed. It was noted patient called hcp office and will be going in for a refill today ((B)(6) 2017). It was stated that the manufacturer representative (rep) informed the hcp the pump was empty and the hcp instructed patient to call manufacturer to see if the re was a way to over-ride the code to get a bolus. It was reviewed there is no way to get a bolus until the pump is filled. It was stated patient was definitely "feeling it" not being able to use ptm. It was stated that hcp keeps patient's dose low and patient uses the ptm as needed so patient uses less drug at times when patient does not need it. Patient was to follow up with hcp. It was noted as a sudden change in therapy/symptoms. Event date was (B)(6) 2017. Patient also mentioned pump was shaking like an alarm every two hours, and it was confirmed pump was alarming. No further complications were reported/anticipated.